Event description:
It was reported that during a miles procedure, the device was to be closed at the rectum. The closing trigger broke on the first device. The same happened with the second device. During use with the third stapler, the surgeon could not close the stapler. The surgeon had to amputate the rectum and create a permanent stoma. As a result of the difficulties encountered with this device, the procedure was prolonged 50 minutes.

Event description:
An adc customer reported receiving imprecise meter readings of 280mg/dl, 88mg/dl and 120mg/dl on their fs freedom lite meter and stated as a result of this issue they experienced symptoms of feeling sweaty, their heart was "racing" and subsequently lost consciousness while at home. Paramedics were called and according to the customer the paramedics tested their blood glucose however, no specific hcp reading was reported. Customer denied that emergent medical treatment/intervention was required. Customer reportedly drank "pineapple juice" and ate "candy" and was not transported to a health care facility. No diagnosis was reported. There was no report of death, mistreatment or permanent impairment associated with this report.

Manufacturer narrative:
The customer's product has been requested back for investigation. A follow-up report will be submitted once new information is obtained.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(6) were tested with control solution instead. All results were within the range specification and no errors were observed. This is a final report.

Event description:
Service of summons and complaint was MFR's first notice of this event. Plaintiff's counsel claims in the complaint that the pt was injured requiring medical treatment to right ankle. She alleges that cryotherapy was applied. The complaint contains no info about the therapy protocol prescribed by plaintiff's doctor (e.g., duration of cold therapy sessions and breaks in between same, temperature settings) the barrier placed between the device and the pt's skin, instructions provided to the pt about use of the device or whether there were any contraindications for cold therapy. Plaintiff claims she suffered personal injuries resulting in disfigurement and physical impairment. The company has been unable to confirm the MFR of or inspect the device. Because the matter is in litigation, it has been turned over to outside counsel for further investigation.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All test results were within range specification. No errors were observed during control solution testing. Similar readings to the readings reported by the customer were found in meter memory. This is a final report.